Manufacturer narrative:
H.10: through follow-up communication livanova learned that a technician was dispatched on site and could not confirm the reported event. He found that the device and the pump were properly working. Subsequent functional verification testing was completed without further issues and the unit was returned to service. No further reports regarding the reported malfunction have been received up to date for this device thus it is reasonable to exclude an hardware failure. Based on the above, the reportability has been re-evaluated. The reported event has been re-assessed as non reportable since no failure is confirmed. However, if any additional information impacting the reportability decision is received, a follow up report will be submitted.

Event description:
See initial report

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Further information in order to clarify the reported event has been requested. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report of a heater-cooler system 3t pump not working during setup. It is unknown which circuit was affected by the reported malfunction. However, a patient pump issue cannot be excluded. There was no patient involvement